Event description:
Pt receiving eecp therapy. Reported persistent minor redness near r inner knee lasting about a week. Went to ER on 5/19/01 with hematoma at same site and was sent home. Pt returned to ER after experiencing pain while mowing lawn and was sent home again. Arrived for eecp therapy. Complained of pleuritic chest pain. Sent to ER by supervising physician where they ruled in for pulmonary embolism.